Event description:
On (B)(6), 2014, it was reported that there was an issue with the physician's handheld's battery latch. Attempts were made to fix the latch, but they were unsuccessful. The latch closes, but comes unlatched at the slightest touch. Per the reporter, the handheld was unusable as it turned off when the latch opens. Although it was initially reported that the issue has been occurring for a while, follow up found that it was first observed that day in the clinic. It was stated that the latch probably broke off from being taken from room to room so often. No other information has been provided.